Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, there was metal residue in the specimen. Another device was used to complete the procedure. There were no adverse consequences for the pt. A request was completed for additional info, but no more info was received. The doctor is not communicating with the affiliate.